Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced respiratory distress, blood pressure drop, cardiac tamponade and perforation during the right ventricular (rv) lead repositioning procedure. The rv lead was being repositioned because it had dislodged immediately after the implant procedure. The patient was intubated. The lead remains in use. No further patient complications have been reported asa result of this event.